Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 460 mg/dl at the time of incident. Customer treated with insulin pump. Troubleshooting was performed. The product will not be returned for analysis.

Manufacturer narrative:
Additional information was received which was not included in the initial report. Updated with additional information.

Event description:
It was reported via phone call that the customer does not remember if she was on auto mode.